Event description:
The field service rep (fsr) reported that during field service installation of the device, the electronic patient gas system (epgs) failed to calibrate. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service rep (fsr) found that the male connector was not snapped into the o2 sensor. He snapped the sensor in and was able to calibrate the unit without further issue. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.